Event description:
It was reported, the patient is not receiving stimulation and is unable to communicate with or charge her ipg. It has been two months since she last charged her ipg. She is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.